Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their system removed on (B)(6) 2019 and the caller was wanting to do an MRI on the patient. The caller was told by the patient that the ins wasn¿t doing them much good, it wasn¿t helping them much. The caller also read from the clinical notes that the patient was using the bathroom every 1-2 hours and using pads as a precaution, but that they didn¿t have incontinence. It was reviewed that the patient would have to have all components fully removed to be eligible for an MRI and they would do imaging to see if any components remained. It was noted that it was unknown when the patient first noticed the device not helping them much. No further complications were reported.